Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, the patient spouse reported that the patient faced bent cannulas (latest issue occurred on (B)(6) 2022 which caused leakage at the site which led to high blood glucose level. Therefore, on (B)(6) 2022 , the patient was hospitalized due to high blood glucose level (1018 mg/dl). Reportedly, the patient tested positive for ketone levels. During hospitalization, the patient received insulin drip intravenously as corrective treatment. After staying for 6 days in the hospital, the patient was released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.